Manufacturer narrative:
D10: concomitants: 320-08-46 - glenosphere exp 46mm +4mm offset: b243162. 320-15-05 - eq rev locking screw: b404495. 320-20-00 - eq reverse torque defining screw kit: b484936. 322-10-10 - humeral adapter tray, +10: b014584. 322-46-00 - 145-deg pe 46mm hum liner +0: b012885. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 61 yo male patient, who had their right shoulder implanted, underwent a revision procedure. The reported information indicated the patient had fecal matter on their hands and scratched their wound causing an infection and the subsequent revision. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d6a/d6b, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.